Event description:
The reporter stated that the surgeon implanted a 10.0 diopter micl 13.2 mm implantable collamer lens in 2006 and during the patient's post operative visit realized the patient had hyperopia and the diopter of this lens was not the diopter that the patient needed for her hyperopia. The surgeon explanted the lens 3 mos later and exchanged it for a 7.50 diopter micl 13.2mm. The patient's refraction with the first micl 13.2mm lens was +2.0 -2.0 x165 va 20-25. There was no complaint against this lens, it was due to a surgeon's error in choosing the correct diopter.